Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Visual and functional evaluation were performed and the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open sigmoidectomy, at the first firing, it was unable to fire. The product was operated as usual, but it was unable to fire. The sales rep checked the proximal end part of reload, and a very small part of the staple was observed. The procedure was completed with another device. There was no patient injury.